Manufacturer narrative:
Batch review performed on 17 december 2020: lot 1909324: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: mpact 01.32.156sh acetabular shell ø56 no-hole (k132879) lot. 2000215. Batch review performed on 27 november 2020: lot 2000215: (B)(4) items manufactured and released on 06-may-2020. Expiration date: 2025-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: visual inspection performed on 16th december 2020. From the received parts, it was not possible to determine with certainty the root cause of the event, but from the surfaces a possible third body presence has not to be excluded. Clinica evaluation performed by medical affairs director: few weeks after primary hybrid tha the patient feels pain at the abdomen and can not bear weight. The cup is revised, osteolysis found cranially to the implant and a cemented cup put in place. Given the very limited time in vivo, the osteolysis could not be originated by the implant. A low-grade infection could be an explanation, but it is not mentioned in the report. If the cause for the removal was poor quality bone, certainly the implant did not play a role in this adverse event.

Event description:
The patient had pain and could not stand on the leg - through radiological examination, the surgeon saw some osteolysis on the cup. He decided to remove it and to implant a new one, 3 months after primary surgery. Since the bone was not good enough, we had to implant a cemented one.